Event description:
Pre oxygenator membrane pressure slowly rising and then spiked to above allowable levels.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 12, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information) ; h4 (device manufacture date); h6 (identification of evaluation codes 4114, 3331, 3221, 4315). Type of investigation #1: 4114 - device not returned. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The sample was not returned for evaluation. Review of the manufacturing record and the incoming inspection record of the involved in the estimated lots was found to have no anomaly. Based on the investigation result, as a possible cause of occurrence, from information that "pre oxygenator membrane pressure slowly rising", it was inferred that an obstruction derived from blood has occurred and the pressure has risen. However, without the actual sample, it was unable to verify the information and the cause of the occurrence could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.   Component code: 4739- gas exhanger. Health effect ¿ impact code: 2199- no health consequences or impact. Health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions. Medical device problem code: 3012- pressure problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the pre oxygenator membrane pressure slowly risen and then spiked to above allowable levels. As per the subsidiary, the post membrane pressure was as expected. The pre membrane pressure alarm had to be turned off, if not, it would trigger and turn off the pump of the heart lung machine. The oxygen exchange and carbon dioxide removal were adequate. To mitigate the issue, they turned off the pre membrane pressure alarm as post membrane was in normal range and oxygen and carbon dioxide exchange was as expected. *no known consequence or health impact to patient. *product was not changed out. *procedure was completed successfully.